Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35r 6/box lot #73m1700117 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device jammed during use. There was no patient injury.

Event description:
It was reported that the device jammed during use. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned five units 528135 visistat 35r 6/box for investigation. Four of the returned samples were representative samples. The returned staplers were visually examined with and without magnification. Visual examination of the returned staplers revealed that the staples in the actual sample are slightly misaligned at the distal end. The actual sample appears used as there is biological material present on the device. The representative samples appear typical. The actual sample was returned with 37 staples left in the cartridge and all four representative samples were returned with either 39 or 40 staples remaining. Functional inspection was performed by attempting to fire staples from each of the returned staplers. First, the actual sample was tested. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, two staples fired. One of the staples was formed correctly but the second staple formed incorrectly due to the slight misalignment. The remaining staples appeared to become even more misaligned at this point. On the next attempt, no staple fired. Another attempt was made and, this time, a staple was able to form properly. The next 14 staples were also fired properly. However, another double feed occurred on the next attempt. The misalignment of the staples is preventing the staples from being able to consistently fire properly. The remaining staples were removed. The staple tips were microscopically examined , and no burrs or defects were observed. It could not be determined what caused the staples to misalign. The four representative samples were also tested. For three of the samples, no problems were found. All staples were able to fire properly. To simulate skin insertion, the staplers were fired into a foam pad. All three staples fired from each stapler were able to engage and close into the foam. However, the fourth representative sample had the staples become misaligned during testing. The first 23 staples were able to fire properly, including firing 3 into a foam pad to simulate skin insertion, but the staples became misaligned and no more staples could be fired. The staple tips were microscopically examined , and no burrs or defects were observed. It could not be determined what caused the staples to misalign. The reported complaint of "staplers jammed" was confirmed based upon the samples received. Five samples were returned, four of which were representative samples. The actual sample was returned with the staples slightly misaligned. Upon functional inspection, the staples were unable to consistently fire properly due to the misalignment of the staples. Three of the representative samples had no functional issues, but one of them had the staples become misaligned during testing. It could not be determined what caused the staples to misalign in either sample that had the issue. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.